Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had two pins stuck in the ventricular output connector. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had pins which were stuck in the ventricular channel connector. The epg was returned for service. No patient complications have been reported as a result of this event.